Event description:
During product evaluation, the pump's main batteries were identified as depleted. There was no pt injury or medical intervention necessary according to the hosp representative.

Manufacturer narrative:
Evaluation summary: the conditon of the depleted main batteries identified during product evaluation was confirmed. Inspection of the device found the pump's main batteries were nine discharges below their alarm threshold. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132.